Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The device was tested on the bench; the cause of the extended charge time was found to be due to an internal hv capacitor anomaly.

Event description:
It was reported that an asymptomatic patient presented in clinic. During dft testing an alert for an extended charge time was reached was received. The patient was rescued with external defibrillation. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.